Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar and tip were microscopically and tactile inspected. Inspection revealed a partial separation in the collar with the shaft material pulling away from the collar material, collar damage (bent), and tip damage (misshapen). The found damage is consistent with a device encountering difficult anatomy. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2018. It was reported that the catheter failed to cross the lesion. The target lesion was located in a coronary artery. A guidezilla¿ ii guide extension catheter was selected for use. During procedure, it was noted that the guidezilla¿ ii was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a partial separation in the collar.